Event description:
It was reported that due to high threshold of the right ventricular (rv) lead, the lead was explanted and replaced. No patient complications have been reported as a result of this event.